Manufacturer narrative:
This device was inadvertently placed in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient suffered a fall. The patient later saw the error message, ¿cannot connect to generator, a problem was found with the generator that could not be repaired contact sjm tech support,¿ and claims he could no longer access stimulation. Troubleshooting did resolve the issue, but the patient requested for the physician to replace the ipg. At the patient¿s request, the physician therefore explanted and replaced the patient¿s ipg. Postoperatively, effective therapy was restored.